Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: it was determined that the root cause of the issue was defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing compromises the dynamic behavior of the pressure regulator. This leads to overshooting of the internal o2 pressure "press o2 regulated", triggers the alarm "technical failure 388 - no o2 dosing possible" and leads to the o2 gas path shut-down by the bellavista software (safety procedure). As a resolution inspiration block replacement needed due to pressure limiter defect.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us has alarm oxygen supply insufficient and alarm 600 "check warning log" during patient use. No harm is associated with this incide.